Manufacturer narrative:
Correction of date of incident to 02/20/2019, correction of lot number to 160227. Complaint #: (B)(4).

Manufacturer narrative:
We began the reporting process as soon as we received the report. We encountered issues with the setup and installation of webtrader software required for electronic submission that prevented us from submitting the report within the allowed timeframe. We spent considerable time trying to resolve the issue with the helpdesk until it was resolved. We have records of communication with esg help-desk to provide for verification of technical difficulties if needed.

Event description:
A 27 gauge needle was used to circumferentially inject lidocaine around the soft tissue neck mass on (B)(6) 2019. The mass was not fixed to the skin or underlying muscle. The needle was being withdrawn without difficulty from one of the subcutaneous injection sites and spontaneously detached from the hub, beneath the skin. It was not bent or torqued before or during the injection process. The needle was unable to be located during this excisional biopsy procedure. The excisional biopsy was completed however. Soft tissue x-rays on (B)(6) 2019 revealed an intact, unbent needle beneath the skin and surgical incision. It was removed under fluoroscopic guidance on (B)(6) 2019. A separate new incision was used for the removal. A hemostat was used to grasp the needle and it was bent only at the time of extraction. At no time was the needle bent during the original procedure. This is confirmed by x-rays prior to the extraction procedure of (B)(6) 2019. Surgery and localization were difficult and required general anesthesia for the needle extraction procedure.